Event description:
It was reported that during a percutaneous coronary interventional procedure, the guide wire separated. The 75% stenosed lesion was located in the severely calcified, mildly tortuous distal ramus artery. It was reported that there was no difficulty advancing the pt2 guide wire to the lesion. It was also reported that predilation took place with an unspecified balloon rupture with the guide wire in place. During withdrawal of the pt2 guide wire, the distal tip broke off and remained in the distal vessel. No retrieval attempt was made due to the small size of the fragment. The physician feels that the wire fragment is secure, and no further intervention was done. In the opining of the physician this was a device malfunction.